Event description:
It was reported that the device reached elective replacement indicator (eri) voltage level faster than expected. Premature battery depletion was alleged to be the cause of the event. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Interrogation of the device revealed the device was at elective replacement indicator (eri) voltage level when received. A longevity calculation was performed and revealed the battery depletion was premature based on the device usage. Electrical testing was performed and revealed high current drain from the hybrid. A hybrid anomaly was revealed to be the cause of the high current drain and premature battery depletion.